Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer failed to enter the new transmitter ID. The customer's blood glucose level was 40 mg/dl. The customer consumed carbohydrates to address their bg level. The transmitter ultimately regained connection with the pump.

Manufacturer narrative:
Per the tandem user guide the transmitter ID must be entered correctly into the pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.